Manufacturer narrative:
Date of event: (B)(6). Date of report: 10sep2020.

Event description:
The customer reported the unit will not run on (alternating current) ac power. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was instructed to check the power output. Checked the output at the end of the power cord and received no output. The customer replaced the defective power cord to address the reported issue. After charging the battery for a few hours and testing the unit, the issue was resolved. The unit successfully passed the required performance verification test.